Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the entire lead was returned. The lead was subject to direct current resistance testing and passed on all paths, verifying the electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that approximately three months post implant the right ventricular (rv) lead was explanted due to a dislodgement. A new rv lead was successfully implanted and no adverse patient effects were reported. The investigation is complete at this time.